Event description:
Covidien regional service in finland reports, "ct9000 injector fell from its ceiling stand." Customer reports they just moved it like always and the bolt cracked, allowing the powerhead to fall. The injector fell and hit the right foot of the radiology student. The falling caused minor swelling, the toes were x-rayed and no fracture was found.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.